Event description:
It was reported that during a thoracoscopy procedure, the distal end of the trocar broke in half. The piece did fall into the patient but was retrieved. It was suspected the surgeon may have been putting some stress on it. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/28/2008. Evaluation summary: the analysis results found that the instrument was received with the sleeve broken at the distal end. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.